Manufacturer narrative:
This product was not returned. A product investigation in not possible.

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink form the renew lapclinch grasper broke and fell off. The procedure and anesthesia time was extended by 30 min. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection this complaint is confirmed. The returned tip was returned with a missing heat shrink. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref (B)(4).